Event description:
The pump has an error alarm. The change was set two days before. Assisted the contact with rewind and reprogramming the device. The family member received an error message, then "off" no power alarm. During the call the contact indicated that pt was hospitalized for dka a week prior to the call.